Event description:
The customer, reported via the competent authority, (B)(6) that the instruments within the loan kits were found to have small fragments of bone in them and small amounts of hard blood deposits. It is further reported that the trays are covered in tacky tape residue and not cleaned off holding foreign body deposits of paper dust and fibres. It is further reported that there are various items associated with this event. It is further reported that there was no adverse consequences.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.